Event description:
(B)(6), female, who has a realize band in place. Physician's assistant tried to adjust it and noticed that the fluid went in but did not come out and she was sure she was in the reservoir. On (B)(6) 2010, md accessed her port using standard technique and was able to put in, actually find the reservoir, which is tipped a little bit, but getting into the diaphragm and pushed in fluids but did not get fluid back. This suggests that there is something leaking somewhere. Dates of use: (B)(6) 2010. Diagnosis or reason for use: morbid obesity.